Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The long bipolar grasper instrument was analyzed and found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test. Additional related observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that during central processing, the long bipolar grasper instrument had beige insulation melted. There was no report of patient involvement. Intuitive surgical, inc. (Isi followed up with the initial reporter and obtained the following additional information: thermal damage to the instrument was identified in central processing after reprocessing, with no issues noted during inspections prior to either reprocessing or use. The instrument was last used in a thymectomy procedure on (B)(6) 2025, with no collisions or arcing observed during the procedure and no reported patient injury. There is no information available regarding inspection after the procedure, and questions relating to arcing events were not applicable.